Event description:
It was reported that during stock rotation the device was found to be in backup vvi mode. The device was not implanted.

Manufacturer narrative:
Failure (event) observed during analysis. Failure (event) observed during analysis. The device was found in backup vvi during stock rotation and was caused by a bad microprocessor data write operation. The reset was not reproduced throughout testing in the laboratory. The root cause of the reset was not determined.